Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to dislodgment. It was replaced with another lead of the same model. Upon implantation threshold measurements were significantly elevated and the physician elected to implant a bipolar lead model 4269 with the system.